Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat aneurysms of the abdominal aorta and right internal iliac artery (riia). During the procedure, an iliac branch component (ceb231210a/16445268) was implanted as planned. Before an internal iliac branch could be advanced, thrombosis of the riia was reportedly noted. According to the report, the thrombosis was attributed to guide wire manipulation during the procedure. A decision was made to coil-embolize the riia, and the planned internal iliac component was not used. An excluder® trunk-ipsilateral leg component was then implanted, whereby the ipsilateral leg was deployed inside the iliac branch component. The procedure was concluded and the patient tolerated the procedure.